Event description:
Philips received a complaint from the customer that the v60 ventilator displayed a proximal pressure sensor autozero failed error message with code 110b: the proximal pressure is not measured and pressure-related alarms are compromised. The device was in clinical use and alarmed appropriately. There was no reported patient harm. A philips remote service engineer (rse) evaluated the issue and advised the customer of troubleshooting strategy per the service manual. Part numbers were provided. A philips field service engineer (fse) evaluated the device onsite and determined solenoid valve 3 and solenoid valve 4 failures. The fse confirmed there was no harm resulting from this issue. The valves were replaced. The unit passed full performance verification and as recommended by philips tech support, ran for 24 hours in normal mode on a test lung with no errors before being returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.